Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found no issue. A review of the system log files shows free space low, delete examinations. The issue was resolved by customer. After repair, the system was returned to use in good working order.

Event description:
It was reported to philips that the disk space was low. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.